Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results of lo, which on the system indicates a result of less than 10 mg/dl, and 104 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.